Event description:
It was reported that when the patient presented in-clinic during a routine follow-up, a few events of incorrect non sustained lead noise episodes were observed on a stored egm. The device was reprogrammed. The physician will continue to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.